Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during establishing final arm angle (efaa). It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 functional mitral regurgitation (mr). During establishing final arm angle (efaa), the clip opened approximately 20 degrees but remained stable. The clip was implanted, mr was reduced to 2. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported unintended movement associated with clip open during establishing final arm angle (efaa) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.